Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not power on, and that it was making a continuous clicking sound. The complainant indicated that there was no pt involvement in the reported malfunction.